Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. The customer received a high reading message of 'hi' (reading > 500 mg/dl) on the adc device compared to unspecified reading obtained on an unknown device. It is unknown whether the customer noted a trend arrow on the device. The customer reported receiving third-party treatment for the reported issue however, no details of the treatment was provided as the customer refused to provide additional information. Adc customer service attempted to gain additional details regarding this event; however, customer was unwilling to provide any information. There was no report of death or permanent impairment associated with this event.